Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent revision surgery for an unknown reason. Explanted products were returned to the manufacturer and underwent analysis. Analysis of the generator reveals it was at expected eos. No other anomalies were noted. Analysis of the lead revealed that pitting was identified on the lead surface. No other anomalies were noted.